Event description:
The pt received their scs sys on (B)(6) 2008. It was reported that the pt had not charged or used the sys for 6 months. Stimulation was off and rep was able to charge pt's sys in the office. A spacer kit was sent to the pt, but pt feedback has not been received. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration sys, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.